Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, a vertical crack formed in the balloon after it ruptured was noted upon second inflation at 6 atmospheres for 2 seconds. The device removed without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.